Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the rotation hemostatic valve (rhv) during insertion and retraction resulting in the reported unstable stent, dislodgement and material deformation (stent damage). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, additional information received states that the stent delivery system passed completely through the rotating hemostatic valve (rhv) and the stent began to dislodge when the physician decided to remove the sds from the rhv. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the 99% stenosed distal left anterior descending coronary artery. A 2.25 x 23 xience xpedition stent delivery system (sds) was selected for the procedure. While introducing the sds into the non-abbott rotating hemostatic valve (rhv), the stent implant began to dislodge from the balloon. Therefore, the sds was removed from the rhv and once removed the stent implant came completely off the balloon outside the anatomy and was observed to be damaged. A new unspecified sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.